Manufacturer narrative:
Section a4: patient weight was requested but not provided. Section h6: health effect - clinical code and health effect - impact code corrected manufacturer's investigation conclusion: the report of extrinsic outflow graft obstruction (eogo) cannot be confirmed as no imaging was provided and the device remains in use. A review of the submitted log files revealed several low flow events were captured, including 3 times when low flow alarms became active. Flow was captured as low as 0 liters per minute (lpm) during this time. Prior to and after this time, pump flow was captured in the 4-5 lpm range. Based on the time stamps, the low flow events appear consistent with the reported extrinsic outflow graft obstruction release. No other notable pump related events were captured, and the pump appeared to function as intended. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d is currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had extrinsic outflow graft obstruction (eogo) release on (B)(6) 2024. Event log displayed low flows on (B)(6) 2024. It appeared the flow improved on (B)(6) 2024 after 12:30 pm for the remainder of the log file history.